Manufacturer narrative:
The service representative replaced the iabp volume cylinder (part number 020-00-0133). The iabp was functionally tested and returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "autofill failure" alarm. The customer is not sure if the patient was switched to another iabp. No patient injury was reported.